Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-nov-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the manufacturer's representative (rep) just implanted a patient and in recovery when impedances were tested they got all red or were out of range values. The rep stated that during the implant case she checked impedances before battery was in the pocket, all impedances were normal. In post op all values on 0-7 "werered" on check connectivity and full impedance test. The rep stated that all values in the full impedance test for 0-7 were 40000. The rep stated that she changed reference electrodes and had the same high values on 0-7. Rep stated that during the case they heard the screw driver click twice. The rep stated that the hcp applied tension to the leads to ensure they were set in the header block. After the procedure the rep state that she tried to program the patient using 0-7 electrodes and she got an oor message and patient did not feel stimulation. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that after connection and impedances were checked intra-op the physician typically will perform a light ¿tug¿ on the wires to make sure they are secure in the battery before placing it into the pocket for closure.  Despite hearing the clicks after using the torque wrench the hcp and rep believe the top 0-7 lead was tugged on just enough that it no longer lined up correctly with the contacts in the battery. It was reported that the patient was taken back to surgery following the discovery of high impedances and no connection on 0-7 lead.